Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that tubing breaking near the hub. Tubing breaks and drug spills. No patient harm was noted. Patient was infusing blinatumomab and noted to have a crack in the tubing. Drug was delayed. It was reported this occurred with four devices. This report addresses the first device.